Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lens is scratched. Downstream occlusion (dso) seal is coming off. Functional test performed. The problem stated by the customer couldn't be replicated as display is working well. However, "problem with the display" is not considered a reportable event. Dso seal peeling off is considered a reportable event. The root cause for the reportable malfunction is unknown. Dso seal will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that there was a problem with the display. There was unknown patient involvement, and unknown patient harm/adverse event reported. The following information was provided by the investigation: it was reported that the downstream occlusion (dso) seal was coming off.